Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was on site performed and signed service installation record. The device meets specification as per service installation record. During a later on-site visit the field service engineer discovered that the argon fluoride premix cylinder was leaking resulting in a significant decline in output energy. He replaced the bottle with a new one. No sample was returned for investigation. After the customer got aware of the smell the arf bottle was closed, and the operating room was evacuated. As a result, no harm was caused to the user, patient or third party. The root cause is external material supplier related, as the reported issue was caused by a defective premix gas cylinder. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported argon fluoride gas smell traced from the machine during calibration set up. There was no patient involved.